Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high rate non-sustained episode that appears to show noise on the right ventricular (rv) lead. There was also an increased sic (sensing integrity counter) count. The rv lead remains in use. No patient complications have been reported as a result of this event.